Event description:
Patient was undergoing endometrial ablation. When md tested the equipment prior to use on patient the device failed the initial test. The device was handed off of the field and new one obtained. Manufacturer's representative was in room and aware of issue.